Manufacturer narrative:
The reported reader (B)(6) has been returned and investigated. Visual inspection was performed and damage to the usb port was observed. The damaged usb port would prevent the customer from charging the reader which would lead to the reader not powering on. The returned reader was de-cased and downloaded reader data while in the test fixture. An extended investigation was performed on the returned reader, it was de-cased and damaged usb port of the reader was observed, the damage prevented the user from charging the reader. Observed that the usb charging port was damaged exposing the positive pin and one of the data pins, this damage is consistent with customer misuse and/or incorrect charging device being used. A visual inspection on the pcba (printed circuit board assembly) was performed and no evidence of fire, smoke or electric shock was observed. A power consumption test on the returned reader was performed and found that the on and off current were within specification. Since the current draw from the returned reader was within specification, the reader did not have sufficient power to cause the reported damage. The damage caused the returned readers charging port not charging the reader directly however the returned reader was placed into reader fixture and attempted to charge with known good battery via the fixture and no heating of the reader was observed resulting in customers complaint not being observed. The customer did not return the abbott supplied adaptor or usb charging cable. The observed damage to the usb charging port is consistent with an incorrect charger being used therefore, the issue is not confirmed. If partial product is returned, the case will be re-opened, and a physical investigation will be performed. Additional information: h11 has been updated to include details on the damage observed to usb charging port. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device, "get's hot during charging." It is unknown at this time if the charging cable used was the cable supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported reader (B)(6) has been returned and investigated. Visual inspection was performed and damage to the usb port was observed. The damaged usb port would prevent the customer from charging the reader which would lead to the reader not powering on. An extended investigation was performed and the reader was de-cased. A visual inspection on the pcba (printed circuit board assembly) was performed and no evidence of fire, smoke or electric shock was observed. A power consumption test on the returned reader was performed and found that the on and off current were within specification. Since the current draw from the returned reader was within specification, the reader did not have sufficient power to cause the reported damage. The customer did not return the abbott supplied adaptor or usb charging cable. The observed damage to the usb charging port is consistent with an incorrect charger being used therefore, the issue is not confirmed. An extended investigation has also been performed for the reported reader and complaint and determined that there was no indication that the product did not meet specification. A DHR (device history review) for the fs libre reader and kit pack for verification of the correct cable and adapter was reviewed and the DHR showed the fs libre reader passed all tests prior to release and the correct cable and adapter were part of the kit pack. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device, "get's hot during charging." It is unknown at this time if the charging cable used was the cable supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device, "get's hot during charging." It is unknown at this time if the charging cable used was the cable supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event.